Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 34 mg/dl associated with an inadvertent infusion issue. Reportedly, the patient remained on the pump and was treated in the emergency room by their healthcare provider with unspecified treatment. It was reported that the user was unsure how much insulin was put into the patient¿s cartridge. The reporter stated that the cartridge was possibly filled and put in the pump and reattached to the tubing that was still connected to the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in not disconnecting the infusion set prior to initiating the rewind of the motor.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displayed the messages ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.